Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was met while attempting to load the cartridge with insulin. There was no reported impact to blood glucose. Another syringe was used to fill the cartridge.